Event description:
It was reported that the pt had undergone a sling procedure in 2005. At 17 days post operative, erosion at the tigone was noted. A cystoscopy was performed and a few centimeters of tape was seen in the bladder, and an entry point was seen. The tape was excised with cystoscopic scissors, and a vaginal incision was made and add'l tape was removed. There was no defect seen in the mucosa other than entry and exit points. The pt is healing well.